Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade IV, severe bottoming out, painful breast deformity and grade 3 ptosis".

Event description:
Healthcare professional reported no complaints against the device. Healthcare professional later reported "capsular contracture baker grade IV, severe bottoming out, painful breast deformity and grade 3 ptosis". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, d3, d4, d6a, d6b, g1

Event description:
Healthcare professional reported right side no complaint against the device. Healthcare professional later reported "capsular contracture baker grade IV, severe bottoming out, painful breast deformity and grade 3 ptosis". Device has been explanted and replaced.